Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with ID now covid-19 assay performed on (B)(6) 2023 using nasopharyngeal direct sample. The customer confirmed taking two pcr tests generating negative results on each. The customer confirmed that there was no impact to the patient involved due to the false result. No additional information, including outcome or treatment, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m225109 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m225109, test base part number 192-430 / lot m225109. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.d4 - serial number, b5, h6 - health impact code h3 other text : other - device not returned; single use.

Event description:
The customer reported a false positive result with ID now covid-19 assay performed on (B)(6) 2023 using nasopharyngeal direct sample. The customer confirmed taking two pcr tests generating negative results on each. The customer confirmed that there was no impact to the patient involved due to the false result.